Manufacturer narrative:
(B)(4):it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The calcified target lesion was located in the left iliac artery. The 7.0-20, 135 wanda pta balloon dilatation catheter was selected to treat the target lesion and during advancement significant resistance was encountered, and the balloon was deformed. Upon inflation to 12atms for 6 seconds a balloon rupture occurred. The balloon catheter was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient status is listed as 'stable'.